Event description:
A report was received that the patient's precision system was explanted due to infection at the pocket site. No culture was taken and the patient was treated with oral antibiotics.

Manufacturer narrative:
Explanted devices will not be returned to MFR, as they were discarded by the medical facility.